Event description:
It was reported that this pacemaker reverted to safety mode. This pacemaker was explanted and another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.